Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low flow alarms and nausea on (B)(6) 2023. Related MFR #2916596-2024-01662.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The controller event log file downloaded from the patient¿s primary controller contained events from (B)(6) 2023. A continuous low flow alarm was captured which persisted until the driveline was disconnected (consistent with the reported controller exchange). The submitted controller event log files following the reported controller exchange contained relevant events from (B)(6) 2023. The files captured a few low flow hazard alarms on (B)(6) 2023 which were associated with slightly elevated pulsatility index (pi) values. Additionally, events consistent with the termination of support following the patient¿s expiration were captured on (B)(6)2023. No other notable events or alarms were observed. The pump appeared to have functioned as intended at the set speed during support while the driveline was connected. It was communicated that the device was not explanted for evaluation. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pulsatility index (pi), and pump flow. In reference to pi, section 1 states that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e., the pump is providing greater support and further unloading the ventricle). Section 4, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR #2916596-2023-06958. It was reported that the patient passed away on the (B)(6) 2023 due to cardiogenic shock. The outcome was device or therapy-related. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.